Event description:
The customer reported the device alarmed and showed codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. The unit still under investigation and not repaired.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem.

Manufacturer narrative:
Results: pending repair completion.